Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found the optic torn and haptic broken. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017, as the surgeon attempted to implant a 12.6mm vicm5_12.6 implantable collamer lens, diopter -10.0 into the patient's left (os) eye, he discovered the lens tore. Reportedly, the lens tore in the cartridge. The lens broke before injection and was not implanted. An alternate lens was implanted successfully "at the same time" and on the same date as the original lens.